Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead migrated. Consequently, the patient underwent surgical intervention wherein the device was explanted (date unknown).

Manufacturer narrative:
Corrected data: only the patient's ipg was removed (reason unknown), the lead remains implanted.

Event description:
Follow-up information clarified that only the patient's ipg was removed(reason unknown). The patient's lead remains implanted.